Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy/bilateral salpingectomy and removal of the essure® devices). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. The reporter commented: over the next several years and continuing, she sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain heavy bleeding and migraines, among other complications. She has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.